Manufacturer narrative:
No unexpected button error alarms noted. The act button would respond intermittently, due to moisture damage on keypad traces. The insulin pump was received with minor scratches on lcd window, cracked case at lcd window corners, a cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called and reported the buttons on the insulin pump were not working properly and then a button error alarm was received. Customer was advised the device would be replaced and agreed to return the product for analysis.